Event description:
The service center was informed that the customer evis exera ii ultrasound gastrovideoscope was returned for repair for a reported ¿loose tip that was found during reprocessing. Upon inspecting and testing, the service technician found the forceps cover adhesive at the distal end is peeling and missing (reportable). No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation found the forceps cover adhesive at the distal end is peeling. The customer¿s reported issue was confirmed as the probe unit at the distal end is loose and failed the air/water leak test. Additionally, the bending section cover glue is worn/chipped. The elevator channel injet is loose. The light guide tube has minor deformation- buckles, dents and scratches. The scope connector cover is loose. The control knob has play/loose and has clicking noise. The light guide bundle has 5 broken bundles. The scope was last serviced via repair in june 2019. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 26-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.